Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. The device was not returned.

Event description:
The staff reported, they discovered the patient had an implantable cardiac device the day of the procedure; they reportedly obtained cardiac clearance from a physician with whom they worked with, (it is unclear if the physician was a cardiologist). The procedure performed was a standard rf [radio frequency] ablation bilateral l3-l-5. The patient did not inform the nursing staff that she had an implanted pacemaker. Once in the room on the day of procedure, the staff discovered that she had an implantable cardiac device. It was unknown if the device was a standard pacemaker, or pacemaker with internal cardiac defibrillator. The staff obtained cardiac clearance from the physician with whom they work, it was not known if the physician was a cardiologist or not. While patient was on the table, the staff reported that during the motor testing on the left side, the EKG [electrocardiogram] showed asystole (no heart rhythm), but the patient was alert and reported that she felt fine. The staff said they proceeded with the procedure and noted that no magnet was placed on the cardiac device. When the physician moved to continue with the procedure on the right side, before the ablation and during motor testing, the patient went unresponsive, and her arms stiffened. This event lasted for between 8 and 10 seconds. The generator was stopped, and the patient began to respond, reporting she felt fine, but asked what had happened. The staff then asked the patient if she wished to continue having the procedure done with a magnet placed on the cardiac device. The patient said yes and to continue. The physician and staff proceeded with the procedure, and it was completed without incident. Other than turning off the unit when the patient exhibited symptoms, no other treatment was provided. Ther grounding pad was on the patient's back shoulder, the specific side of the back was unknown.